Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: device history records review was completed for part# 04.503.105.04s, lot# l806864. Manufacturing location: bettlach, release to warehouse date: mar 09, 2018, expiry date: mar 01, 2028. Unsterile part# 04.503.105.20, lot# h515256, raw material item# 21015, raw material lot# h288739, manufacturing date: nov 28, 2017, manufacturing location: monument. Inspection requirements performed and passed per inspection sheet. Raw material lot h288739, supplier lot pvd3633 was received from perryman company on 26 jan 2017. Certified test report received from perryman company indicates that material meets indicated specifications. Raw material receiving/putaway checklist indicates all requirements passed and material was released for use. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. It is unknown when device breakage occurred. Additional procodes: gwo, gxr. Date of implantation is unknown. It is unknown if or when device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unavailable. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during surgery a matrixneuro screw broke. The broken off part fell on the floor and could not be located. The remaining part of the screw remains in the patient¿s head. Current patient status is unknown. This report is for a ti matrixneuro screw self-drilling 5mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported the procedure was changed to a craniofix to secure the bone. The broken screws were embedded in the bone flap as the screw head sheared off. Surgery was delayed approximately 15 minutes.